Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 576 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had paused insulin delivery when going to bed and awoken with high blood glucose levels. The patient reports being unable to locate their controller. The patient reports having dry mouth, fatigue and frequent urination. Once at the hospital the patient was treated with manual insulin. The patient was at the hospital emergency room for 4 hours. The patient reports having a back up method for insulin delivery.